Event description:
It was reported that during the implant procedure, it was difficult to insert the leads into the pulse generator header. Eventually the leads were inserted and secured. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.